Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (hyperlipidemia) in combination with procedural factors (valve under-expansion at the waist) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve implanted in the aortic position is failing from stenosis after approximately 7 years and 2 months post implant. The patient is experiencing exertional dyspnea and has bilateral leg swelling off and on. Tte reported mean aortic gradient of 48 mmhg and ejection fraction 50-55%. Imagery was reviewed by an edwards lifesciences clinical imaging specialist. It was observed that the 26mm sapien 3 valve is under-expanded at the waist at only 22.1mm (0.5mm added for outer diameter). The cause of this may be due to a large chunk of calcium at the native non-coronary cusp. The valve is well-expanded at the inflow and outflow. There is calcified and thickened leaflets of the sapien 3 valve. The patient was referred by their cardiologist to discuss transcatheter and surgical options to address the bioprosthetic aortic valve disease. An aortic valve replacement is being considered.